Event description:
A malfunction on the pump was reported by the caller, but there were no notable events that occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.